Event description:
Analysis of the device memory was completed. The analysis confirmed the device's measured power level appeared normal; however, the battery voltage dropped abnormally. There was no information in the device memory to explain the cause of this issue; however, a hardware fault is the most likely explanation. The analysis indicated future behavior of the device could not be predicted and it was recommended that the device be explanted.

Manufacturer narrative:
At this time, this device had not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Additional information indicated the device was explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for premature battery depletion. A technical services (ts) consultant recommended explanting the device and saving the device memory to a disk. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Review of the device memory confirmed that a low voltage battery fault code had been recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. Visual inspection, as well as x-ray analysis, of the battery did not identify any defects. The battery was then subjected to open circuit voltage testing (i.e., battery voltage levels were monitored every 4 hours for a period of one week in order to assess any voltage changes). Results revealed a recovering voltage level; however, the recovery pattern was not smooth, indicating a possible intermittent short within the battery. The average heat output of the battery was also consistent with the presence of an internal short. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.